Event description:
During an a/v fistula de-clot exam a balloon that was being inflated & burst below the recommended pressure during an exam. No harm was done and all parts of the balloon device are all accounted for.